Event description:
Customer reported issues with the insulin pump. Customer states that the case is broken near the battery and the thread is broken. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked case on the lcd window corners, lcd window cracked, minor scratches on lcd window, crack on the battery tube threads, cracks on the reservoir tube lip, scratches on the reservoir tube window, crack on the reservoir tube, and broken belt clip slot.(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.